Manufacturer narrative:
Device analysis: initial examination of the returned device revealed that the relevant stent was not returned with the device. Visual examination of the hypotube found no kinks or damage along the length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The device was attached to an encore inflation device and the balloon was inflated and deflated successfully. No additional product analysis or external evaluations were performed. A recommended sized guidewire was inserted through the lumen with no restrictions noted. A review of the shop floor paperwork for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was stretched. A 2.25x24mm taxus liberte drug eluting stent was advanced to treat an unspecified lesion in the left anterior descending (lad) artery. The physician was unable to deploy the stent after 2 attempts. The device was removed and it was noticed that the stent "nearly" fell off the stent delivery system. The stent was also noticed to be stretched. The procedure was completed with a different device. There were no patient complications reported.